Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing low blood glucose (bg) levels (30-40 mg/dl) during the night and early morning. The customer suspected that the settings on the pump were the cause of the low bg. Tandem technical support advised the customer to review the overnight settings with a healthcare provider. The customer acknowledged the advice.